Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the sheath was not associated with the dilator. A new set was used without issue.

Manufacturer narrative:
(B)(4). The customer returned a sheath/dilator assembly for evaluation with the dilator advanced into the sheath. The assembly was visually inspected and showed no obvious defects or anomalies. The outer diameter of the lower locking portion of the dilator hub, the inner diameter of the sheath valve cap, the dilator length, and dilator body outer diameter were measured and all were found to be within specification. The dilator snapped into the sheath hub and required force to be removed. A device history record (DHR) review was performed and did not suggest any manufacturing related issues. The customer reported issue of the dilator and sheath not locking together could not be confirmed during the complaint investigation of the returned sample. The dilator hub would lock into the sheath cap and required moderate force to be removed. Visual, dimensional, and functional inspections were performed and no issues were observed. As no problem was found with the returned sample no additional action shall be taken at this time.

Event description:
The customer alleges that the sheath was not associated with the dilator. A new set was used without issue.